Event description:
Colombia. It was reported that a patient operated in (B)(6) 2022, visited the doctor in (B)(6) 2025 and was diagnosed with siliconoma and rotation in right breast implant. A revision surgery was necessary. Efforts to gather necessary evidence are ongoing and the investigation remains in progress.

Manufacturer narrative:
¿Granuloma´s true incidence in the total population of women with breast implants is unknown. The specific cause of silicone granuloma formation cannot be determined from the scientific literature.¿ (nordstrom, 1988). ¿the development of a silicone granuloma could be associated, at least in part, with the presence of chronic low-grade infection that opportunistically and preferentially resides on the foreign material.¿ (nordstrom, 1988). ¿clinically apparent silicone granulomas are a relatively rare complication of breast implant placement, and surgical resection is indicated when they are symptomatic or of diagnostic concern.¿ (nordstrom, 1988). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: granuloma (siliconoma): "these are benign lumps that can form when body cells surround foreign material such as silicone. Like any lump, it should be further evaluated to rule out a malignancy". Rotation: "anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions".

Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was possible to confirm the rotation and granuloma. The alleged events are risks associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of these events is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Colombia. It was reported that a patient operated in (B)(6) 2022, visited the doctor in (B)(6) 2025 and was diagnosed with siliconoma and rotation in right breast implant. A revision surgery was necessary. Efforts to gather necessary evidence were made and the investigation was completed.